Manufacturer narrative:
Results - used for the catheter.

Event description:
It was reported that the patient had a catheter revision. No other info was provided at the time of the report. Additional info has been requested from the hcp, but was not available as of the date of this report.